Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Please see the attached report 'amr2017-03' with pictures: (on (B)(6) 2017: during preparation or surgery) a medical staff tried to attach the insert to a clamp, however; the insert was broken easily. Another package of the insert (same lot#) was used for procedure. This event didn't affect the patient.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed that one of the tabs located on the proximal end of the insert was damaged, which would affect the unit's ability to attach to the clamp. It is likely that the root cause of the event was improper technique during installation of the insert, as this can cause damage to the tabs and make it unable to remain attached to the clamp. The instructions for use (IFU) states, " to place an insert, slide the tip of the clamp into the closed end of the insert. Press the insert onto the clamp by applying pressure at the tip and sliding the thumb across the insert towards the proximal end." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.